Event description:
It was reported that statlock had fallen of the adhesive pad. It was also reported that the clip didn't break, but detached in one piece away from the adhesive pad.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿swivel base prematurely dislodges from pad¿ with a potential root cause of ¿glue selection incompatible with clamp base¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following"known tape or adhesive allergies.warnings and precautions:1. Do not use the statlock® device where loss of adherence could occur, suchas with a confused patient, diaphoretic or non-adherent skin, or when theaccess device is not monitored daily.2. Observe universal blood and body fluid precautions and infection controlprocedures, during application and removal of the statlock® device.3. Minimize catheter manipulation during application and removal of thestatlock® device.4. Daily maintenance:a. The statlock® device should be assessed daily and changed whenclinically indicated, at least every seven days.b. If pad becomes soiled, wash with soap/water, saline or hydrogen peroxide.do not use alcohol or prepackaged bathing systems, which could lead toearly lifting.c. If showering/bathing, cover with plastic wrap or waterproof dressing.d. Conduct skin assessment prior to application and repeat daily perfacility protocol.e. Use clinical judgment on the removal of the statlock® stabilization device ifthe patient experiences any fluid shifts that may interfere with skin integrity.application techniqueprep1. Place foley catheter into retainer. Directional arrow should point towards catheter tip,and balloon inflation arm should be next to the clamp hinge.2. Close lid, being careful to avoid pinching the catheter.3. Identify securement site by laying the device retainer on the front of the thigh, leaving1 inch of catheter slack between insertion site and the statlock® device retainer.4. After placing the statlock® stabilization device off to the side, cleanse anddegrease the securement site with alcohol per hospital policy. Let skin dry.5. Apply skin protectant, in direction of hair growth, to area larger than securement site.allow to dry completely (10-15 seconds).6. Using permanent marker, write initials and date of application on the statlock®device anchor pad.note: always secure catheter into the statlock® device retainer before applyingadhesive pad on skin.place and peel7. Align the statlock® stabilization device over securement site leaving 1 inch ofcatheter slack. Make sure leg is fully extended.8. While holding the retainer to keep the pad in place, peel away paper backing, oneside at a time and place tension-free on skin.removal techniquedisengage1. Open retainer by pressing release button with thumb, then lift to open.2. Remove foley catheter from the statlock® device.dissolve3. Wipe the edge of the pad using at least 5-6 alcohol pads until a corner lifts. Thencontinue to stroke undersurface of pad with alcohol to dissolve adhesive pad awayfrom skin.do not pull or force pad to remove."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that statlock had fallen of the adhesive pad. It was also reported that the clip didn't break, but detached in one piece away from the adhesive pad.